Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Stna was lifting the resident from a shower chair into the bed. The resident slipped out of the sling falling feet first onto the floor from a height of about three feet (however, the (B)(6) said all the sling clips were still attached to the spreader bar after the resident fell). As a result of the incident, the pt suffered a laceration to their forehead.